Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Additional information has been requested. The manufacturer internal reference number is: 2016-05996

Event description:
An ophthalmic surgeon reported that stand alone trocars leaked during several procedures. These trocars caused unspecified issues. Additional information provided by the reporter. The same issue occurred on 120 patients for at least 9 months during vitrectomies and phaco/vitrectomies. All packs have been affected since (B)(6) 2016. It was noticed when inserting the first trocar. Fluid would pour out of the valve and the eye would decompress requiring more effort the insertion of the two other trocars unless the infusion was plugged in. All the procedures were completed with varying amounts of issues: issues inserting subsequent trocars into a soft eye. Issues doing phacoemulsification in combined phaco/vitrectomy, with anterior chamber (ac) deepening due to reverse pupil block caused by the depressuring of the posterior chamber. Retinal and vitreous incarceration. Leak obscuring the view due to splashing on microscope lens. Depressurising of the posterior chamber when changing hands. Fluctuating intraocular pressure (iop) causing bleeding in diabetics. Increasing surgical time and complexity due to the above mentioned issues. The iop control did not help due to the low resistance of the valves. Most of the procedures were delayed 25 minutes. This report is for the unidentified patients. Additional information has been requested.